Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device system replacement, after this right ventricular (rv) defibrillation lead was explanted, the patient developed cardiac tamponade and required open chest surgery. A hole at the apex of the heart was discovered, which was repaired during the procedure. A new rv lead was successfully implanted. No additional adverse patient effects were reported.